Event description:
Customer received a blood glucose reading of "hi". Customer dosed 17 units of bolus. Customer woke up later and felt sick and retested blood glucose and received a result of 17mg/dl. Customer passed out and 911 was called. Customer was given a coke by family member. The customer was taken to the hosp. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.